Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported her stoma site was red, painful and had a brownish drainage which began last week. The physician prescribed antibiotic amoxicillin for seven days. The patient felt the irritation of the stoma was related to the rubbing of the external retention plate. Since starting the amoxicillin, the stoma was drying up and was more pink than red.